Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be residual aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).